Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an atrial fibrillation (af) procedure, blood was dripping out of the catheter handle. The catheter was removed and it was noted that the braiding at the distal end of the catheter was damaged. The catheter was replaced and the procedure was completed with no adverse patient consequences.